Manufacturer narrative:
The reported event was unconfirmed. Two orange coude tip catheters were returned unopened. Both catheter were found to be contained bends, however since the catheter fit within their original packaging according to information received from monck's quality engineering, the bends were not considered to be product defects. This would be limited to cases in which the bends do not cause a misaligned coude indicator. Both catheters were retrieved on (B)(6) 2020, and its the bends did not appear to cause the coude indicator to be misaligned with the coude tip. Since the bends were determined to be adequate, the device was determined to meet specifications. The device history record review was not required as the reported event was unconfirmed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that almost half of the catheters received were twisted with snake-like curves.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that almost half of the catheters received were twisted with snake-like curves.